Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that an unspecified product performance issue was observed with this right ventricular (rv) lead. A revision procedure was planned for a future date. No adverse patient effects were reported.